Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had to turn stimulation down at bedtime because otherwise they couldn¿t sleep because of the pulse in their legs since day 1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.